Manufacturer narrative:
The returned product was examined. What remained of the screw was examined under magnification, however the screw was too damaged from removal to determine any root cause. Additional mdrs associated with this event: 3025141-2019-00268: plate.

Event description:
While implanting an elbow plate, the surgeon was tightening the last screw when the head snapped off. The surgeon removed the entire plate and screws, including the broken one, and replaced it with a competitor's plate. There was a delay of 1 hour in the surgery.